Manufacturer narrative:
(B)(4).

Event description:
It was further reported that potential stent thrombosis had occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-02077. Clinical study: (B)(4). On (B)(6) 2016 the subject was enrolled in the (B)(6) study. Target lesion #1 was located in the 2nd obtuse marginal artery with 80% stenosis and was 12.0 mm long with 2.50 mm reference vessel diameter. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm synergy stent was performed and following post-dilatation residual stenosis was 0%. Target lesion #2 was located in the proximal left circumflex artery with 70% stenosis and was 12.0 mm long with 2.75 mm reference vessel diameter. The lesion was treated with direct placement of a 2.75 x 16 mm synergy stent. Following post-dilatation residual stenosis was 0%. Target lesion #3 was located in the 1st obtuse marginal artery with 65% stenosis and was 3.00 mm long with 3.00 mm reference vessel diameter. The lesion was treated with balloon angioplasty, no stent was deployed. Following balloon angioplasty, the residual stenosis was 30%. The subject was discharged later that day on dual antiplatelet therapy (aspirin and clopidogrel). On (B)(6) 2017 the patient died. The cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented in (B)(6) 2016 with aortic stenosis, coronary artery disease and shortness of breath. Subsequently the index procedure was performed. In (B)(6) 2017 the patient came in for pre-operative out-patient evaluation prior to target catheter aortic valve replacement. CT angiogram was performed and revealed no acute intrathoracic abnormality, however the patient had severe chronic obstructive pulmonary disease. In (B)(6) 2017 the patient passed away at home in his sleep and no autopsy was performed.